Event description:
On 05/13/2025, a sales representative reported via email that an achilles rupture was addressed using the ar-9929bc-cp 3.9mm biocomposite achilles pars implant system. While inserting one of the anchors, the anchor driver snapped off near the final stage of insertion, producing a noticeable "pop" sound. The implant itself remained intact and was successfully utilized for the patient. Pliers were used to remove the broken portion of the driver body from the implant post-insertion to resolve the issue. Despite this unexpected occurrence, the surgeon confirmed that the anchor's trajectory aligned correctly with the drill tunnel and that all steps were performed as intended. This was discovered during a procedure on (B)(6) 2025. Additional information has been requested on 06/03/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the tip of the device had broken off. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
Additional information: this issue occurred during an achilles rupture procedure utilizing the pars mid sub speedbridge. There was no reported resistance during anchor insertion before the driver snapped. No new products were used to complete the case. The anchor stayed implanted in the patient, but the driver snapped, which was a concern for the surgeon, and the surgeon spent time pulling the broken end of the driver out of the inserted anchor body. There was no delay other than a few minutes of looking at the driver and getting the broken end out of the anchor body, and no added anesthesia was administered. No adverse effects were reported on or after the surgery.